Event description:
It was reported by service report that the weld broke on the litter frame exposing sharp edges and the siderail could not be locked in the up position. No pt involvement or adverse consequences are reported.